Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 600 mg/dl. Troubleshooting was declined, and a replacement insulin pump was requested. It was also stated that the insulin pump was damaged. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime due to a faulty force sensor. Unable to perform the basic occlusion, occlusion and excessive no delivery tests due to the prime anomaly. The insulin pump was received with a missing reservoir tube o-ring.